Event description:
It was reported by service report that the fowler operation was not functioning correctly. The CPR release did not work all of the time and the fowler is unable to drop down fully. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw assembly, thrust bearing.